Event description:
It was reported that a pump is alarming and the screen reads no disposable clamp tubing. The patient denies any air in the tubing. Instructed the patient to turn the pump off then back on and start the pump. No additional information available.